Event description:
It was reported that the stent inadvertently deployed. An 8mm x 40mm x 75cm innova was selected for use in a percutaneous transluminal angioplasty procedure with stenting. During preparation, while loading the device onto the wire, the stent inadvertently deployed. The stent was never inside the patient. No patient complications were reported. It was further reported that the procedure was completed with another of the same device.

Manufacturer narrative:
Device eval by MFR: the returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent is partially deployed approximately 8mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock is and pull rack are still in the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities.

Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2020.

Event description:
It was reported that the stent inadvertently deployed. An 8mm x 40mm x 75cm innova was selected for use in a percutaneous transluminal angioplasty procedure with stenting. During preparation, while loading the device onto the wire, the stent inadvertently deployed. The stent was never inside the patient. No patient complications were reported.

Event description:
It was reported that the stent inadvertently deployed. An 8mm x 40mm x 75cm innova was selected for use in a percutaneous transluminal angioplasty procedure with stenting. During preparation, while loading the device onto the wire, the stent inadvertently deployed. The stent was never inside the patient. No patient complications were reported. It was further reported that the procedure was completed with another of the same device.